Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the transmitter did not blink when connected to the sensor after a full charge. The blood glucose reading was 46 mg/dl, which was treated with food. Nothing further reported.